Event description:
The consumer stated that she developed toxic shock syndrome after using the diaphragm for the second time, leaving it in her body for 11 hrs. About 16 hrs after removing the diaphragm, her body was aching and 18 hrs after removal she had a fever of 103 and blood shot eyes. She then developed vomiting and diarrhea. Her physicians first thought she had a viral infection, but later diagnosed her with the staph infection.